Manufacturer narrative:
The technician isolated the issue to worn latch pins and dampeners. He replaced the siderail latch pins and dampeners to repair the bed.

Event description:
Info received indicates two of the siderail will not latch into the raised position.